Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Other cables at the wrist were not damaged. The clevis did not exhibit any damage or wear marks. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted adrenalectomy procedure, the permanent cautery hook instrument was found uncontrollable. When the instrument was removed a cable was found loose and broken. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.